Event description:
It was reported that, "during the tka, when the surgeon was beating in a femoral component with the femoral impactor, the dowel pins came off from the mainbody."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.